Manufacturer narrative:
Results: wash pump, wash carousel pulleys and pinch rollers.

Event description:
The customer reported obtaining false positive troponin I (accutni) results within the risk stratification range of the assay from a unicel dxc 600i synchron access clinical system on (B)(6) 2012 for a total of two patients. The customer reported repeat testing of the patient samples was within the normal range of the assay for both patients. The customer supplied erroneous results for the two patients which were generated after a preventive maintenance (pm) had been completed on (B)(6) 2012. The customer had also complained of ongoing hardware concerns after the pm was completed whereby system checks were barely passing based on the data supplied by the customer. The customer had supplied a system check results which were generated on (B)(6) 2012, which had initially failed to pass within specifications and were repeated to pass on the same dates. This report is for the event which occurred on (B)(6) 2012. Please see medwatch #2122870-2012-02028 for the report of the event which occurred on (B)(6) 2012. The customer obtained a false positive accutni result of 0.162 ng/ml for one patient on (B)(6) 2012. Upon repeat testing of the patient sample, the customer obtained a result of 0.001 ng/ml and 0.019 ng/ml. The laboratory also had a serum tube on this patient which resulted in accutni results of 0.001 ng/ml, 0.001 ng/ml and 0.004 ng/ml when tested on the following day ((B)(6) 2012). The initial erroneous result was not reported out of the laboratory and there was no change to patient treatment in connection with this event. The customer noted that there were no sample integrity issues reported and quality control (qc) was passing within the customer's limits at the time of the event. Beckman coulter field service engineer (fse) was dispatched and observed issues with the instrument hardware. System checks failed for the fse on (B)(6) 2012. The fse replaced the instrument wash pump components after bubble formation was observed in the pump. The fse indicated system checks still failed and proceeded to replace the instrument wash carousel pulleys and pinch rollers. The fse indicated that system checks were passing after all hardware replacements were completed and instrument was verified per established procedures.